Event description:
It was reported that: patient has been experiencing pain in hip area since surgery. Patient states that pain wakes her up at night. Patient is reporting that she sees no swelling but feels inflammation and also tenderness in hip. Patient also says that she has soreness when walking in the joint area. Patient states that she has had six weeks of physical therapy but is still experiencing pain in her hip.

Manufacturer narrative:
An event regarding pain was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the reported devices could not be performed as no items were returned. Device history review: review of the device history records indicates that the identified devices accepted into final stock met specifications. Complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.